Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 110mg/dl. The customer mentioned that she does not use the sensor feature. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. However, noisy motor noted during the testing due to a faulty motor. The device was received with scratched screen, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.